Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, low pacing impedance and noise oversensing leading to loss of cardiac pacing were detected on the right ventricular (rv) lead. The physician performed a lead revision procedure on (B)(6) 2022. The rv lead remained implanted as the physician could not get access for a new rv lead. The patient was in stable condition throughout the procedure.